Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 578 mg/dl. The customer stated that the cannula of infusion set was bent. Customer¿s mom was declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.